Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that one of the device's battery pins was loose in its housing, which was the cause of the reported issue. Stryker replaced the device's rear case assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.